Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ffrw (far-field r-wave) oversensing was observed. The patient had apparently told the initial reporter that the "pacemaker fired," but the initial reporter stated that it was not clear what the patient meant. The atrial lead remains in use. No patient complications have been reported as result of this event.